Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that electrogram (egm) review was requested due to right atrial (ra) lead loss of capture (loc) concerns on the most recent presenting. It was noted that there was some variability in the right atrial automatic threshold (raat) tests compared to the right ventricular automatic threshold (rvat) tests. Technical services (ts) recommended further evaluation in-clinic. This ra lead remains in service. No adverse patient effects were reported.